Manufacturer narrative:
The insulin pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; however, the motor may have had an intermittent failure that was not detected during testing. The unit was unable to undergo the occlusion and excessive no delivery tests due to the motor error alarm. The pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, and a cracked pump belt clip slot.(B)(4)

Event description:
Customer reported via phone call that his insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 170 mg/dl. The customer does not recall any significant events leading to the motor error issues. Troubleshooting was initiated for the motor error alarm, and the customer was able to rewind the pump. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.